Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported leak remains unknown.

Event description:
During an atrial fibrillation procedure, a blood leak from the hemostasis valve following sheath insertion into the patient. The sheath was replaced, and the procedure was completed with no adverse consequences to the patient.